Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-34; product lot number: unknown; implant date: not-implantable; explant date: na medtronic product ID: medtronic product ID: d-evolutfx-34; product serial number: (B)(6); implant date: (B)(6) 2026; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter bioprosthetic valve, the right common femoral artery was selected as the therapeutic access. Prior the valve implant, a percutaneous coronary intervention of the left coronary artery was performed. No pre-balloon dilation was performed. The first valve deployment was considered high and was recaptured. Two additional deployment attempts followed, however in both cases the valve failed to achieve adequate anchoring position and tended to migrate back into the aorta before reaching 80% deployment. A final deployment attempt was then performed and considered satisfactory. The valve was completelyreleased and implanted at a depth of 8 mm on the non-coronary cusp (ncc) and 8 mm on the left coronary cusp (lcc). Echocardiogram and fluoroscopic assessment revealed mild-moderate paravalvular leak (pvl) with a constrained valve frame configuration. A post-dilation was performed with a 23 mm non-medtronic non-compliant balloon. During the post dilation, the valve dislodged into the ascending aorta. Simultaneously, the patient experienced cardiac arrest. A second valve was prepared and was successfully implanted at a depth of 9 mm on the ncc and 8 mm on the lcc, resulting in immediate restoration of adequate hemodynamic stability and normal blood pressure values. Final assessment revealed mild paravalvular leak (pvl) and a mean transvalvular gradient below 10 mmhg.